Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). The cause of the peritonitis was unknown. Treatment information was not reported. Pd therapy was ongoing. On an unreported date, the patient recovered from the peritonitis. The patient was scheduled to be discharged from the hospital on a later date. (B)(4). This is report 3 of 4.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A review of all batch record documents was performed for associated lot number h12j19022 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up report will be submitted.